Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Inpen paired with commercial mobile app with small dose. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed.

Event description:
Information received by medtronic indicated that the customer tried to dial the knob, but it got stuck, and was not able to give a bolus. Troubleshooting was performed.  The customer reported that the screw was not moving as intended. The screw movement issue the customer reported was dose knob/dial was difficult to turn. The intended dose amount and amount where there was difficulty turning was experienced and it was observed 1.5 units -17 units. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the inpen was returned for analysis.